Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a metal impactor tip broke intra-operatively during secondary seating of the glenosphere. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.